Event description:
It was reported that the patient went to the emergency room where it was discovered that the right ventricular lead had dislodged. The lead was also reported to have no capture and was undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.